Manufacturer narrative:
(B) (4). Physio-control verified the reported issue and observed that the therapy cable pin broke off inside the internal therapy connector. Physio replaced the internal therapy connector assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. The corresponding therapy cable was not available for eval.

Event description:
It was reported that the device would not recognize the therapy cable. There was no report of pt involvement with incident.